Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a sudden onset of symptoms and presented to the emergency room with symptomatic bradycardia. Upon interrogation, the right ventricular lead exhibited loss of capture and had dislodged. Patient presented for lead repositioning later on the same day. During procedure, the helix would not retract. Physician extracted and replaced the lead. Patient did not experience any complications from surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.